Manufacturer narrative:
The reported device is being returned to conmed for evaluation. Upon completion of the device evaluation and complaint investigation, a supplemental and final report will be filed.

Event description:
The distributor reported on behalf of a user facility that an el9101 bur broke during a hip arthroscopy. The surgeon elected to proceed with an open approach to complete the procedure. There was no report of patient injury or surgical delay. To date, despite several good faith attempts, no additional information has been provided. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Event description:
This incident will be reported as an injury due to the procedure being converted from a closed to an open procedure.

Manufacturer narrative:
Corrections: adverse event or product problem: selection was changed from product problem to adverse event. Outcomes attributed to adverse event: selected as "other serious (important medical events)" reference to reportable event type has been corrected. Original, malfunction; corrected data, injury. Due to procedure being converted from closed to opened procedure. Manufacturing address has been corrected. Reportable event type updated to injury from malfunction. The total number of complaints for the lot and failure mode within two-years has been corrected. Visual examination of the returned, used device found the inner bur broken off a the center of the inner tube. The broken inner tube was returned; however, there was no damage found on the bur. There is a total of 2 complaints for this lot number and failure mode within the past two years. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. A tracking number and photographs have been requested, however, this information has not been provided by the customer. Should the device be returned, this complaint will be reassessed. The report of "blade broke" cannot be verified. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. No prior complaints have been received for this specific lot of 60 units. A two-year historical complaint review revealed 5 similar complaints involving 9 devices have been reported for this device family. In that same timeframe, 365,169 units have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.002 percent. A risk analysis was performed and deemed acceptable and within alignment of current risk documents. The instructions for use advise the used of the following. Direct contact of the rotating cutting edge of the shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscope, cannulas, or other instruments can cause damage to the device. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades and burs should be examined for damage and replaced if necessary. This incident type will continue to be monitored through the complaint system to assure patient safety.